Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The pulse generator exhibited a magnet response anomaly. The electrogram recorded the event but was not asynchronous. No medical intervention was performed. The patient was stable post event.